Manufacturer narrative:
(B)(4). A complaint investigation will be performed. The complaint product is not available for the investigation. A supplemental report is not anticipated unless the results of the complaint investigation identify a corrective action or additional relevant information. Should the product become available, a physical evaluation will be conducted and a supplemental report filed with the results. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Dr. (B)(6) performed a removal of a cslp 2 level 37mm plate (450.164) and 6x 16mm quick lock screws (04.610.116) and 2x 5mm bengal 7 degree lordotic cages (1873-01-105) from a 2 level acdf performed in 2013. During removal of the previously implanted cervical spine locking plate, the self-retaining screwdriver for cslp (03.610.602) screw interface became bent and was unable to engage the cslp quick lock screw head. This caused a delay in the removal while a new driver was brought out. Dr. (B)(6) was able to complete the removal successfully with a new driver.